Event description:
It was reported that following a pump and catheter replacement on 2015-03-30 due to cracked pump connector (refer to manufacturer report # 3004209178-2015-07377), the pump dose was not lowered from 1200 mcg/day. The representative thought that the patient was still in the hospital and when he found out that the patient was not, he called the patient. The patient and his wife were staying at a hotel adjacent to the hospital. The representative went there to check on the patient and found him unresponsive. The patient could not be woken up no matter what the representative did to tray and wake him up. The representative called the ambulance and the patient was taken to the emergency room (ER). On the ambulance, the patient was given intravenous saline, hydrocortisone, and florinef. The patient noted that he had addison¿s disease and they gave the patient additional medications. Once at the ER, the doctor reduced the dose down to a third of what it was (400mcg/day) and the patient recovered quickly. However, at 400 mcg/day, the patient¿s legs were ¿dead weight¿ and the patient could not move them. From the waist down, the patient had no muscle control and he could not make it to the bathroom. The patient had a follow-up appointment scheduled for 2015 (B)(6); however, the patient cancelled the appointment because he had a (B)(6) infection and was running a fever and was nauseous. The patient contracted the infection in (B)(6) 2015 as the patient had a pressure sore on his left hip and tore the draping on it. The (B)(6) infection was not indicated to have been related to the device or therapy. The patient had a three hour trip to get to his doctor¿s office and his home nurse did not think that the patient could make it. A nurse that filled the patient¿s pump was to come to the patient¿s home on 2015 (B)(6) and was to call on the patient¿s behalf. No device system malfunction was alleged. Per the representative, as of 2015 (B)(6), the patient was doing very well. The device system delivered lioresal.

Manufacturer narrative:
Product ID 8709, lot# l55919, implanted: 1998 (B)(6); product type catheter product ID 8596sc, serial# (B)(4), implanted: 2015 (B)(6); product type catheter product ID 8731sc, serial# (B)(6), implanted: 2009 (B)(6); product type catheter. (B)(4).